Event description:
Lap band that was installed in 2009 broke in half inside me. Started causing pain in left shoulder and left side of stomach. Also could not swallow food. Had to get it surgically removed.